Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. No product was returned for evaluation. Data logs were reviewed, and period low signal-to-noise ratio (snr) was observed. No issues with motor current were noted. Clinical details noted placement signal was occasionally reading high and off the automated impella controller (aic) screen. No problem was found with the pump to cause the optical signal issue. Upon review of the data logs, it is apparent that the console (aic) is the potential cause of the issue. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that placement signal on an impella 5.5 was intermittent. Motor current was normal, and echocardiography was performed. Staff confirmed the impella was in an appropriate position. The pump was eventually weaned and explanted, and no patient harm has been reported.